Manufacturer narrative:
The customer requested just a replacement battery through the defoa program with no engineer evaluation.

Event description:
It was reported to philips that the battery fails to charge. There is no patient involvement.